Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received multiple inappropriate shocks during a left ventricular assist device implant procedure due to electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.